Event description:
A company representative reported an everest set screw migrated at l4 approximately three weeks after implantation.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. H3 other text : device remains implanted.

Event description:
A company representative reported an everest set screw migrated at l4 approximately three weeks after implantation.